Event description:
It was observed that during the device evaluation, the duodenvideoscope had peeling adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the peeling adhesive at the objective lens was due to degradation. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.